Event description:
A health care provider (hcp) for a clinical study reported that the patient had worsening akinesia every day between 2-8 pm. An examination was done on (B)(6) 2016. The patient had akinesia and rigidity of the lower and upper limbs. High impedances on the left subthalamic nucleus (stn) were also measured during the examination. Intervention included reprogramming the implantable neurostimulator (ins) and increasing the dose of modopar. The ins was tested again on (B)(6) 2016 and high impedances were measured on the right stn. Etiology was related to the device or therapy and not related to the implant procedure. The outcome was ongoing.

Event description:
Additional information received reported other surgical intervention was performed, specifically left lead impedance measurement under general anesthesia was done on (B)(6) 2016.

Event description:
Additional information received clarified "no event was reported" for the right ins and the impedance event only involved left ins.

Manufacturer narrative:
The field previously checked for section b2 is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.